Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time no intervention has been performed and the ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was performed and the ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the device has not been returned back from the field for analysis. This report will be updated should it ever come back and be analyzed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time no intervention has been performed and the ICD remains in service. No adverse patient effects were reported.